Event description:
New information noted that lp was retrieved successfully and replaced with new lp. Patient condition was stable.

Event description:
It was reported that patient presented in clinic. Upon interrogation, it was noted that right ventricular leadless pacemaker (rvlp) exhibited loss of capture. Programming changes were made. Patient condition was stable.